Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Event description:
According to the reporter, during a thoracic procedure, the reload was unable to be removed. The user broke the device during the attempt to remove the reload. This occurred after the case was completed. There was no patient harm and no delay in operating time. No reinforcement material was used.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one endo gia adapter standard opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. During visual inspection it was noted that the mating piece of a reload was broken off and lodged in the insertion point of the adapter. The root cause of this damage is due to over flexure of the reload by the user. During functional testing, the device failed calibration. The handle was dismantled for evaluation and a break in connection internal to the bldc board was confirmed through continuity testing. The bldc board has been identified to be susceptible to damage due to heat stress at the solder station. Manufacturing actions have been implemented to prevent recurrence of this condition. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.